Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-sep-07. It was reported that the pump would be returned once explanted. It was stated that the time of day the motor stall and recovery occurred was "n/a" and that any emi (electromagnetic interference) and magnetic sources were also "n/a." It was indicated that the information provided was confirmed with the hcp. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient's pump was replaced on (B)(6) 2017 due to multiple motor stalls. The pump was to be sent back to the manufacturer for analysis.

Manufacturer narrative:
Analysis of the pump revealed pump/motor/o-ring wear. The returned pump was interrogated and as per the logs the following medication was being administered via flex mode as of (B)(6) 2017: baclofen 2000 mcg/ml at a dose rate of 513.4 mcg/day. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal at an unknown concentration and dose via an implantable pump for intractable spasticity and other spasticity. It was reported on (B)(6) 2017 that the patient had multiple motor stalls and recoveries. It was detailed that the patient had a daily motor stall (with recovery) since (B)(6) 2017 but didn't notice the alarm because they played video games. It was noted that it was the patient¿s in-home nursing assistant that noticed the pump was alarming (exact date unknown) that prompted a visit to a neurosurgery clinic. It was indicated that the clinician reported several motor stalls and recoveries in the logs. Environmental/external/patient factors that may have led or contributed to the issue were stated to be ¿n/a.¿ it was indicated that the pump was scheduled to be replaced on (B)(6) 2017. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ the patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported.